Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The complaint did not meet the criteria to be reported at the time of the call, but the following additional information was received. A customer from (B)(6) reported a test result of 8.4% on the a1cnow system.. A different system at the inspection center gave a reading of 6.8%. The difference between the tests could be clinically significant. No adverse events were alleged. The customer's a1cnow kit is not expected to be returned for evaluation. A replacement was sent.